Manufacturer narrative:
This event was previously reported under manufacturer report number: 2916596-2025-03463. Author information: bashir h, et al. J. Clin. Med. Journal of the society for cardiovascular angiography & interventions, article in press. Https://doi.org/10.1016/j.jscai.2025.103662. The christ hospital heart and vascular institute and the lindner center for research and education, cincinnati, ohio, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article titled ¿transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience?¿ identifying that heartmate 3 (hm3) may be related to aortic insufficiency/regurgitation. This observational study included 348 lvad patients implanted from january 2014 to october 2024. Of those 348, 7(2%) patients received a transcatheter aortic valve replacement (tavr) for significant aortic regurgitation (ar) and were included 5 with hm3 (patients 2 to 6). All patients were discharged alive; however, 2 patients died within 3 months after the procedure, and 1 was readmitted for acute heart failure. This event captured patient that was readmitted for acute heart failure. This event was previously reported under manufacturer report number: 2916596-2025-03463 capturing another patient.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section g2: report source corrected. Section h6: health effect: clinical code and health effect: impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system. (Lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, "introduction," lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2024 with worsening dyspnea. Medications adjustments were made and the patient's international normalized ratio (inr) was increased. The patient would be monitored in outpatient.